Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Evaluation: on-going h3 other text: not returned.

Event description:
During a coronary artery bypass graft (CABG) the sutures seemed to be fraying and then broke during use. Surgery was delayed for 5 minutes for each incident. No patient injury.